Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum output and was observed to have dislodged. Multiple attempts to reposition the lead were made, however, the lead was felt to have sustained damage and the physician elected to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.